Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: additional information requested: what device was used for the distal transection? Was the circular stapler located near the staple line? How were the malformed staples identified? Did the surgeon take any steps other than the colostomy? Was a proctoscope used for visualization? Additional information from the sales rep : the anterior portion formed correctly. The cut line was complete. A bubble test was done and no leak was found. The surgeon inspected the staple line and saw a leg of a staple. Upon further inspection the posterior side/back side had the malformed staples. The colostomy is temporary. Additional information received from sales rep who spoke with dr. : we reviewed the cdh, his resident fired the stapler with dr¿s guidance. We discussed the importance of hearing the "crunch" of the washer and that he always listens for that. He told me he had the indicator inside the green firing range and performed a leak test successfully. Upon final inspection he saw that the staples on the posterior/back side of the anastomosis were not formed completely. He chose to give the patient a colostomy in the event that there was an issue with the entire lot of circular staplers, since he had not seen that happen before. He's interested to hear what our engineers find. I explained that it will take a few weeks to hear back. He's also comfortable with me joining him for a few cases to see if there's anything else we can do. He also shared that he had a tlc stapler not function correctly either. He had fired it twice to resect the specimen then proceeded to the side-to-side anastomosis. When the stapler was brought together it closed but was crooked, this was observed before trying to fire the device. Unfortunately, this did crush the bowel, so they resected further and used a new device to complete the procedure. We discussed that this was an anomaly, and that in all his years¿ operating he'd never seen a liner cutter do that.

Event description:
It was reported that during an open colectomy procedure, the stapler didn't close at all, even when they followed the right process in engaging it. This resulted to crushing the bowel tissue without closing the anastomosis, which lead to creating an ileostomy on the patient.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.